Event description:
It was reported that, shapematch femur block did not fit pt's femur appropriately. During surgery, dr (B)(6) said there was a 1cm gap in-between the anterior cortex of the femoral condyles and the bottom of the shape match block. Dr (B)(6) said that the anterior portion of the shapematch block did not extend over the anterior portion of the femoral condyle. Therefore, the block would not sit flush on the femur. When making a mark with the sawblade through the shapematch cutting block, we observed our distal resection would have only removed approximately 3mm (and almost nothing on the medial side), not the 8mm distal resection that is needed for triathlon. Because the block did not fit correctly, dr (B)(6) used the traditional triathlon instructions to cut his femur.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.